Manufacturer narrative:
Additional information : the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantities of one-link needle-free IV connectors disconnected during radioisotope stress test. The reporter stated that when screwing in to the syringe and pushed to inject the syringe would popped off. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.